Event description:
It was reported that the patient had been experiencing frequent seizures and they were trying to do a rush MRI. The patient was having difficulties with the facility willing to do the MRI. The manufacturer representative wanted confirmation that a head scan was ok with the patient¿s device. No interventions or outcome were reported regarding this event. Additional information could not be obtained at the time of the rep ort.  Should additional information be received, a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0lfjd, implanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product tye: programmer, patient. (B)(4).